Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted two partial sutures and two needles. One needle was received broken on the swage half of the needle. Instrument marks were noted near the break site. Microscopic inspection of the remaining needle noted instrument marks upon microscopic inspection, normal crimp and swage marks were observed on the needle. As no sealed samples or intact needles were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a closure of a large blood vessel aneurysm, the needle broke. Another suture with the same lot number was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle broke. Another device was used to complete the procedure.